Manufacturer narrative:
Contaminant matter was discovered inside the cannula of an instrument in the field, as the product was not satisfactorily inspected and decontaminated. CAPA-2024-0027 has been opened to address this issue.

Event description:
Instrument kit was shipped out to the doctor for a case on (B)(6) 2024. The instrument kit was received, checked in, and sterilized per hospital protocol. Upon preparing for the imminent surgery, the kit was opened. The reverse glenoid shoulder tray was taken out. It was discovered that two of the included bone reamers had bone matter in the cannulas. This was not caught by the hospital spd as they do not individually inspect items. Surgeon and representative expressed discontent that the bone matter was not caught before shipment out of fx warehouse. Resulted in an hour of surgical delay. CAPA-2024-0027 is being opened to address the issue.